Event description:
During automated (atc-212) medication fill list run, the equipment malfunctioned & some medications were inappropriately labeled. Pharmacy routine failed to detect. Medications delivered to floor at 0400 hours, am doses & mid-day doses given. Nurse noted & called pharm at 1400. All affected meds pulled back to pharmacy, other medications drawers checked. No other errors found. It was determined that a total of 3 doses of captopril 25mg tabs had been given in the period that 2 doses were ordered. A net of one additional dose had been administered. Manufacturer of atc-212 (baxter) was contacted. They have assigned a problem code # of 89724 baxter healthcare corporation.